Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting the patient had the older technology "duck-bill" type extensions and the surgeon decided he wanted to reimplant with the new 37086 extensions. The ins and the extensions were explanted on 2020-01-28. The lead was left in place until the day of the next scheduled surgery to reimplant the entire system. They have not been informed yet of the date for reimplant. The surgeon is aware as he is deciding the next surgery date.

Manufacturer narrative:
The event date is an estimated date. Concomitant medical products: product ID: 7482a51, serial/lot #: (B)(4), ubd: 20-jul-2013, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was scheduled for revision/exploratory surgery today of the lead due to high impedances on 3 contacts. They stated that the patient initially reported no falls/trauma but then after discussion, they reported they did fall but didn't hit their head and didn't lose consciousness. They stated the patient reported they've had less than adequate therapy for about 5-6 months but the caller didn't know when high impedances were first seen. They tested the impedances 3 different times - pre-op, in the or, and after the patient was positioned and received three different measurements - low, high, and in range. They tested at the implantable neurostimulator (ins) site by disconnecting and reconnecting the extension and received the same impedance results. They healthcare provider (hcp) then disconnected the lead and extension, used a short stylet in the lead and tested impedances, which again, showed that 3 of the 4 contacts were high, in the 5-6k ohm range. They stated the implantable neurostimulator (ins) and extension were explanted and the hcp plans to re-implant the entire system at a later date. No product will be returned as the hospital kept it.

Manufacturer narrative:
Device code (B)(4) pertains to the lead, lot#v327567. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient fell at home and no cause was determined for the fall. The surgeon stated they believed the lead was damaged due to the high impedance and decided to explant the system. The impedances were not resolved and the system is planned for explant.